Event description:
Reporting status: serious injury/disability. Reporting rationale: stent remains in pt. Device issue: failure to advance; stent dislodged. It was reported that the procedure was to treat a calcified, tortuous lesion in the cx. After pre-dilatation, the vision was advanced, but would not cross, so the stent delivery system (sds) was removed. Once outside the pt, the stent was observed to be missing. The stent could not be found under angiography; therefore, no invtervention was performed. The stent is believed to remain somewhere in the pt. No pt effects were reported. No additional event or pt information is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis of the device revealed that the sds was returned with blood on the balloon, shaft and in the guide wire lumen. There was moisture in the balloon and inflation lumen. Neither the stent nor the protective sheath were returned with the catheter. There were crimp marks on the balloon between the markers. The balloon was loosely folded. There was a slight tear in the distal end of the tip. There were chatter marks on the lumen starting 4 mm proximal to the proximal balloon marker and extending proximal for a length of 6 cm. There was a kink in the lumen 4.5 mm distal to the midlap joint. There was a bend in the hypotube 4.5 mm distal to the strain relief tubing. There was a kink in the hypotube 86 cm distal to the strain relief tubing. There was no other damage to the stent noted. As the stent was not returned with the catheter, the stent outer diameters could not be determined. The tip seal length was measured and this met manufacturing criteria. Product performance engineering reviewed the incident information. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, physician technique, and accessory device support. Based on the information received with the complaint, the inability to cross appears to be related to the heavily tortuous and calcified anatomy. The analysis confirmed that the stent had dislodged and was not returned. Crimp marks were present on the balloon, suggesting it was properly positioned at the time of manufacture. Stent outer diameter is verified 100% at the time of manufacture and units in this lot were all well within the required specification. In addition, all online testing for the lot in question met stent security criteria, which would indicate the unit had an adequate crimp. It is possible that the stent may have interacted with the anatomy or an accessory device during the procedure which could have caused the stent to dislodge. Another possibility is that at some point during preparation for use or the procedure, positive pressure was applied to the system, as the returned device had moisture in the inflation lumen and balloon and the balloon was loosely folded. If the balloon was even only slightly inflated this could cause the stent to expand and lead to dislodgement. However, these are possible causes, a definitive root cause for the stent dislodgement in this case cannot be determined. Product performance engineering will trend and monitor the incident circumstances. Additional damage noted during the analysis was a tear in the distal tip, chatter marks and a kink on the proximal lumen and a bend and a kink in the hypotube. The kinks and bend, since not mentioned in the reported incident, could have been from the attempt to cross the lesion or may have resulted from handling during the packaging of the device for shipment back to abbott for eval. The tip damage and chatter marks are consistent with encountering resistance with another device, possibly the guiding catheter. This device damage appears to be related to the operational context and circumstances experienced during the procedure. The lot history record was reviewed and there were no non-conformities associated with this product lot. All stent delivery systems are 100% visually inspected online for stent placement and security. This MDR is considered closed by the product performance group.